Manufacturer narrative:
(B)(4). The batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested and the following was obtained: did the clip cut the vessel? Yes. Was there any change in the post-operative care of the patient as a result of the event? No.

Event description:
Could not close clip. During the simple excision of left milk surgery, could not close the clip. The patient was bleeding. Another device was used to stop bleeding and complete the surgery. The patient is stable and left from hospital.